Event description:
Physician reports rupture diagnosed by MRI. Replacement with non allergan device. This relates to the left device.

Manufacturer narrative:
(B)(6). (B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.